Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has an internal communication failure. There was no injuries or deaths.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Event site state and postal code: (B)(6). A getinge field service engineer (fse) evaluated the unit and stated that fse made various settings of the machine and tested operation by test running the machine and leave it for 1-2 days. After testing test run for 2 days, machine can work normally. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.